Event description:
The customer reported that the system displayed a corrupt software error. This error may cause the system to lock up or not to boot. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable.